Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon and there was an out of regulation (oor) condition. The patient didn¿t think she had fallen. The manufacturer representative assumed it was from low charge because he just met with the patient the week prior and impedances were fine. The patient was seeing oor message after every couple of hours and when that message came on, stimulation stopped. A couple of hours later, stimulation restarted. The patient used stimulation all of the time, 24 hours, but because of the oor, the patient was receiving intermittent stimulation. The manufacturer representative was planning to meet the patient on (B)(6). The patient noted that stimulation kept ¿stopping.¿ it was unsure if that meant it was turning off or it was more of a positional issue. Information regarding interventions taken and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n314440, implanted: (B)(6) 2013, product type accessory. (B)(4).